Event description:
Stapler delivered 3 staples properly then trigger (handle) ceased to operate. No face staples were released. Equipment intact, no patient injurydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was not destroyed/disposed of.